Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have mechanical indentations/burrs at the grip tips. Additionally, the instrument was found to have a frayed grip cable at the distal end. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint regarding the chip in its jaws was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the 8mm prograsp forceps had a chip in the jaws. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument to perform failure analysis. However, the analysis has not yet completed.